Event description:
It was reported that the arctic sun device was booting up to an alarm 80 (non-recoverable system error). The device would be coming in for service. As per follow up information received via email on (B)(6)2022, biomed stated that there was no patient involvement. As per sample evaluation results received on (B)(6)2023, the root cause of the reported issue was the input/output circuit card not being seated properly in the card cage. It was reported that the circulation pump had to be primed to fill. It was stated that the initial test observed an inconsistent flow rate. It was also stated that the visual and functional inspections determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was noted that the l-tube and double l-tubing appear distended or expanded, however water flow was not impeded, they will be replaced preventatively. It was also noted that scratch marks were noted on the control panel screen, but this had no effect on control panel operations . The cca ca card and power inlet module were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a flow meter failure. It was confirmed that the initial test observed an inconsistent flow rate. The flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The device did not meet specifications and was influenced by the reported failure. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was booting up to an alarm 80 (non-recoverable system error). The device would be coming in for service. As per follow up information received via email on 12dec2022, biomed stated that there was no patient involvement. As per sample evaluation results received on 13jan2023, the root cause of the reported issue was the input/output circuit card not being seated properly in the card cage. It was reported that the circulation pump had to be primed to fill . It was stated that the initial test observed an inconsistent flow rate . It was also stated that the visual and functional inspections determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively . It was noted that the l-tube and double l-tubing appear distended or expanded, however water flow was not impeded, they will be replaced preventatively. It was also noted that scratch marks were noted on the control panel screen, but this had no effect on control panel operations . The cca ca card and power inlet module were replaced.